Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer able to receive power, even with new batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the previously working remote monitor was no longer able to receive power, even with new batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up due to a defective crystal component on the circuit board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.